Event description:
It was reported that during an unknown procedure, the device wasn't sterile. The packaging was open on one side. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: can you confirm the lot number involved? 4e833 is not a valid lot number.

Manufacturer narrative:
(B)(4). Additional information: the cts45 complaint sample was returned open and with only the tyvek lid and no blister part of the package. For this reason, the package seal could not be directly inspected so the tyvek was viewed under ultra-violet (black) light which shows the contrast in the tyvek coating indicating that the tyvek had been fully and properly sealed onto the blister. The entire perimeter of the tyvek indicated complete seal. The complaint event could not be confirmed. Lot history records were reviewed and all product met all in-process and finished goods specifications upon release of the product.